Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred when the therapy fluid ran out at the end of a routine hemodialysis treatment. The operator attempted to perform an automated rinseback but was unaware that the alarm condition must be resolved prior to performing automated rinseback. Treatment was discontinued without rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to operator error. User's guide instructs to resolve alarm conditions before performing automated rinseback or perform a manual rinseback if unable to resolve an alarm. The cycler alarmed appropriately to therapy fluid being depleted prior to the end of treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding manual rinseback procedure. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.